Manufacturer narrative:
D.2. Additional medical device types: jka. E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd received a photo for investigation. Upon evaluation, the photo shows large drops of additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, additive abnormality was found in one (1) tube. No adverse impact was reported regarding the patient or user.